Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the right atrial (ra) lead was difficult to position. It was noted that the lead was removed, extended, flushed, retracted and reattempted several times. While it was unclear if the positioning difficulty was due to patient anatomy, the physician requested a new lead. The lead was attempted but not used and an alternative lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.